Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection found that the main coil was severely stretched. There was substantial blood present on the fiber bundles. A microscopic inspection found that the zap tip of the main coil had no damage. The interlocking arm of the main coil was missing. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. Product analysis confirmed intermittent flush was performed due to substantial blood present on the fiber bundles. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the coil becoming jammed in the catheter. The preparations for use section of the 035 interlock dfu instructs the user to begin continuous flush before introducing the coil into the catheter. (B)(4).

Event description:
Reportable based on analysis completed on 20jul2015. It was reported that the coil would not deploy properly. A 3mm x 4cm interlock 35 coil was selected for an embolization procedure. The coil was advanced; however, it was noted that it would not tack properly. The coil was removed and the procedure was completed with a different coil. There were no patient complications reported and the patient's status is fine. However, device analysis revealed that the coil interlocking arm was missing.